Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: it was reported that during a vaginal vault suspension with cystocele repair, the physician was placing the suture in the arcus tendinous when the bullet popped off inside the patient. The physician was unable to locate the bullet and ordered an x-ray on the same day. It was discovered that the bullet was still lodged in the patient. A follow up x-ray is to be done on (B)(6), 2011 to see if the bullet had migrated. Patient received no injuries or experiences any adverse effects. The procedure was completed with another unknown suture.